Manufacturer narrative:
The devices have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed.

Event description:
It was reported that while dobutamine was infusing, the device turned off without giving prior "low battery¿ or ¿battery discharged" alarm. The device was not plugged-in to wall power outlet at the time of the event and no defect was observed on the power cords. On the other hand, it was mentioned that the device already alarmed for more than thirty minutes and stopped alarming upon plugging-in, then alarmed again for less than five minutes but gave no warning that the battery was failing. These alarms prompted the user to switch pumps before the battery died. The event occurred in cardiac care unit (ccu). There was no consequence or impact to the patient. A non-bd keystroke log review revealed that the device gave an alarm "only for 1 second". The biomed reported the following regarding repair activities: pms on 5/2017, 3/2018, 2/2019 3/2018 not holding charge, battery replaced.

Event description:
It was reported that while dobutamine was infusing, the device turned off without giving prior "low battery¿ or ¿battery discharged" alarm. The device was not plugged-in to wall power outlet at the time of the event and no defect was observed on the power cords. Additionally, it was mentioned that the device had alarmed for more than thirty minutes and stopped alarming upon plugging-in, then alarmed again for less than five minutes but gave no warning that the battery was failing. These alarms prompted the user to switch pumps before the battery died. The event occurred in cardiac care unit (ccu). There was no consequence or impact to the patient. A non-bd keystroke log review revealed that the device gave an alarm "only for 1 second".

Manufacturer narrative:
The reported complaint that while infusing dobutamine the device turned off without prior ¿low battery¿ or ¿battery discharge¿ alarms was not confirmed in the log or replicated during testing. ¿ the review of the pcu logs recorded the pcu alerting for both ¿battery low¿ and ¿battery very low¿. There were no instances of the pcu and devices powering down without user interaction. ¿ the returned source pcu battery was tested following the dfu. After running the battery conditioning test, the customer¿s battery was found to be below specification, and in, the battery would need to be replaced. ¿ a battery run time test with a known good battery installed in the customer¿s pcu was performed. The test confirmed the pcu¿s battery charging circuitry is functional and the test completed within a specified time per dfu. The root cause of the reported complaint that while infusing dobutamine the device turned off without warning was not identified. It should be noted that during testing the pcu battery in the ¿as received¿ condition was found to have a battery capacity below specification. This low battery capacity can lead to faster than expected discharge times.